Manufacturer narrative:
As no lot number was provided by the consumer an investigation with the manufacturer was not possible. Please note that an investigation was performed on a previous adverse event complaint for lot e1h01a in which no manufacturing or quality deviations were found.

Event description:
On 03-may-2023, a spontaneous report from the united states was received via telephone regarding a 28-year-old female who used the menstrual cup. Concomitant products included unspecified mental health medications. On (B)(6) 2023, the consumer inserted a sized two menstrual cup for a heavy flow period. The same day after inserting the menstrual cup, it became stuck in her vaginal canal. She could not remove it by herself. She noted that she used the product per the instructions. She attempted to try pulling on the stem and used her finger to try to get around the cup. She experienced swelling and decided to try to remove the cup the next morning. She was unsure if the swelling was from the cup or if it was due to her attempts to remove it. On (B)(6) 2023 she went to an emergency room (ER) for assistance in removing the cup. She experienced lower back pain. No testing, laboratory tests, or imaging was done. It took three doctors with tools to extract the cup. Her back pain resolved a few hours after removing the product. She was discharged from the ER. The product was inserted for a total of 24 hours. She took tylenol (acetaminophen) to help with the back pain. The swelling resolved.